Event description:
Upon receipt of the device, the field service representative (fsr) reported that the light emitting diode (led) on the electronic patient gas system (epgs) was flashing at a regular interval meaning that the central control monitor (ccm) could not recognize the epgs. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). Performance/verification checks were performed. The unit operated to the manufacturer's specifications.

Event description:
Light flashes at regular interval.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) attempted to connect the electronic patient gas system (epgs) to lab use only (luo) testing equipment but was unsuccessful. The light on the side would blink on and off as stated in the reported complaint. The pst did a visual inspection of the epgs and observed a bent connector pin. The pst straightened the pin and the epgs was able to make a connection to luo testing equipment and pass calibration successfully. It was determined that the bent pin contacted the side of the epgs connector, which disrupted the function. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.